Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and crease sharp opening on posterior. Based on the device analysis the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing, a delamination total of the valve (cohesive failure), and an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional later reported "any creases" and "valve delaminated from shell". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.